Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the earth leakage current test. There was no patient involvement.

Manufacturer narrative:
(B)(4). Evaluation summary: the rite functional test failed and the rite electrical test failed earth leakage step. The assignable cause for the rite failure of earth leakage failure was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.